Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and did not find any hardware malfunction. The cse performed precision testing and the results were acceptable. The cse discovered that the interface gate of an advia labcell automation system was not positioned properly, therefore the sample tubes handled by the advia centaur xpt instrument were not the tubes identified by the advia labcell automation system. The cse replaced the interface gate and ran patient samples, which were acceptable. The cause of the discordant results was due to the incorrect sample tubes being identified by the advia labcell automation system as a result of an improperly positioned interface gate. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and stated that discordant results for multiple assays were obtained on multiple patient samples on an advia centaur xpt instrument. A siemens customer service engineer was dispatched to the customer site and discovered that the sample tubes which were handled by the advia centaur xpt instrument were not the tubes identified by an advia labcell automation system. Prior to the cse visiting the customer site, the customer had reported the patient samples to the physician(s) and the results were questioned by the physician(s). The customer had repeated the patient samples on an alternate advia centaur xpt instrument, which resulted different than the initial results and matched the clinical picture of the patients. The corrected results from the alternate advia centaur xpt instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.